Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the 25g laser probe could not be inserted into the 25g trocar.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction. Further evaluation found the sample did not meet product specifications. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe was manufactured on april 6, 2018. There were 1302 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).